Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that the balloon had difficulty inflating before use. Once inflated the balloon had difficulty deflating. It is unknown if the inflation syringe was removed from the catheter for balloon deflation. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. No introducer or packaging was returned. The balloon did not fully inflate due to back pressure when air was injected into the balloon inflation lumen. Balloon deflation was not achieved within specifications as the balloon deflated in 1 minute 28 seconds without the syringe attached. The specification for balloon deflation without a syringe attached is 4 seconds. The balloon also failed to deflate fully with the returned syringe attached, however; the IFU instructs the user to ¿passively deflate the balloon by removing the syringe from the gate valve¿. A lab 0.013¿ wire was inserted into the balloon inflation lumen and the wire became stuck around the proximal side of the thermal filament area. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency to the catheter body, balloon, or returned syringe was found. Further examination found a white substance under the balloon latex when inflated. The balloon was removed and the substance was found to be inside the inflation port. The inflation lumen was found to be patent without any restriction after the substance was removed. A sample of the substance was removed and sent to chemistry for energy dispersive x-ray spectroscopy (eds) testing. Results indicated the presence of the following elements; sodium, magnesium, aluminum, silicon, sulfur, chloride, calcium, barium, and titanium. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specifications upon release. Customer report of balloon inflation issue and balloon deflation issue were confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.